Manufacturer narrative:
Section b3: date of event: unknown; requested but not provided. The best estimate date is between (B)(6) 2023 and (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from the right eye, which was first identified during a post-operative exam. The lens was explanted because the surgeon originally put in a toric lens and the toric power was too strong (it over corrected the astigmatism), which was bothering the patient, so the surgeon exchanged the toric lens for a non-toric lens. Another johnson and johnson iol was implanted as replacement (different model, zxr00, same diopter). There was no patient injury. No suture or vitrectomy was required. There was no delay in procedure. The end-user did not seek medical attention. The patient is fully recovered and is doing satisfactory post-surgery. Directions for use were followed. The product is not available to be returned. No further information was provided.